Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning was alerted however no other diagnostics show impedance issues. The implantable pulse generator remains in use. No patient complications have been reported as a result of this event.